Manufacturer narrative:
(B)(4). Batch # p5835t. The device history records were reviewed and the manufacturing criteria were met prior to the release of the lot/batch. Additional information was requested and the following was obtained: was the plastic ring cut completely when the device was removed from the patient? Plastic ring was complete. They did not hear the breaking sound. Was the tissue cut completely? Tissue was normally cut. Was the donut complete? The proximal and distal donuts were with a complete and excellent border. Did all the staples deploy? From the visualization of the surgeon in the first moment, yes, however, in the operative re-inspection he verified internally that all the clamps were open. Were there any malformed staples in the staple line? All staples were malformed. None of them formed the b shape. Were there any missing staples in the staple line? No per the surgeon, he needed to re-operate the patient. Now the patient is well and stable. Notice that the staples are open. The dr uses our materials frequently at times and has never had a case like this. On the day of the problem with the stapler he did the methylene blue test, and there was a leak. He reinforced with suture. He found it better not to do a colostomy to preserve healing, but after the second re-operation the patient has a colostomy. The reason that the doctor re-operated the patient was that he presented abnormal abdominal distension in the postoperative period. During the re-operation surgery the doctor saw that the tissue, which had been made the anastomosis with the stapler, presented the staples totally opened.

Event description:
It was reported that during a conventional rectosigmoidectomy, the surgeon did not hear the plastic ring breaking when he activated the trigger. After a test to check the anastomosis line, it was necessary to reinforce with suture as it was leaking.

Manufacturer narrative:
(B)(4). Batch # p5835t. Photographic evaluation: two photos were provided; the two picture shows cut tissue over gauze, some partially formed staples are visible. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore, the staples will not hit the anvil to make b- formed staples. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the cdh33a device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete, however, the washer cut was not a perfect circle due to the damaged knife. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damaged the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.